Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a failed battery test alarm and a blank display on the insulin pump. Customer received a replacement pump due to the same issue and the replacement pump is giving her the same problem with the failed battery test alarm. Customer stated that she has tried several batteries. Customer stated that the pump is not powering up and she now has a blank display. Customer cleared the failed battery test alarm and replaced the battery. Customer stated that she received the same alarm and the battery cap does not screw in right. Customer stated that she has to force the battery cap to screw in. Customer was advised to insert a new battery. Customer stated that the display returned. Customer will be sent a replacement battery cap as a courtesy to rule out any other possible issues with the battery cap.